Event description:
It was reported during an implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) device, once the device was connected to the electrode, there were high impedances of 200 ohms. X-ray images where preformed. Attempts to reposition were unsuccessful. The procedure was stopped, and a new implant procedure will occur at another time. The attempted implanted device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.